Event description:
The patient received two leads with the same lot number. It was reported, the patient was unable to increase the amplitude of the system without the stimulation shutting down. The sjm rep met with the patient for reprogramming and determined there were 2 invalid contacts on the lead. The patient utilized the new programs, however, it was reported, the patient began to feel a burning sensation near the lead. The patient turned the stimulation off and the sensation disappeared. In addition, the patient was no longer receiving stimulation in one area. The scs system was reprogrammed a second time. It was reported the patient planned to use the stimulation, but was to speak with a physician regarding candidacy for a lead procedure.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.